Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by hitting/dropping the distal end, chemical stress from a used chemical agent, or the like. However, it was not possible to further specify the cause of the event. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a gap in the adhesive between distal end and server plug-in (z-block). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: there were scratches on the grip, switch number 1 (sw1), switch box, right/light knob, upward/downward, scope connector (sc cover), suction connector (s-connector); air/water cylinder (aw-cylinder) and suction cylinder (s-cylinder) had no color; the label on (s-connector) was damaged; electrical connector (el-connector) and plate had corrosion due to water leakage; the distal end, the adhesive around lg lens and objective lens were cracked; the objective lens and light guide (lg) lens were chipped; the water tightness of forceps elevator was lost; and the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.